Manufacturer narrative:
Concomitant medical devices: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had experienced overstimulation. Stimulation was increasing by itself, and it did not seem to matter what position the patient was in. It was noted that this was occurring intermittently. It was also reported that the patient was unable to adjust the stimulation. During troubleshooting, the patient was advised to use the patient programmer. At first, the patient got poor communication, and then she was able to turn of the implantable neurostimulator (ins). Reported symptoms included pain in the legs, lower back, and into the patient's ankle. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.